Manufacturer narrative:
Main investigation conclusion: analysis of the submitted log file confirmed low flow hazard alarms on (B)(6) 2021; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported events (cardiac/respiratory arrest), and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2021 at 22:20:22 through 23:42:15. From the beginning of the file through (B)(6) 2021 at 19:58:16, estimated flow ranged from 3.0-4.2 lpm. From (B)(6) 2021 at 20:24:26 through the end of the file, several low flow alarms were captured (63 total low flow events in which the estimated flow was captured below the 2.5 lpm threshold). Estimated flow ranged from 1.6-3.4 lpm during this timeframe. The pump speed remained above the low speed limit for the duration of the file. The center reported that the patient experienced card/resp (cardiac/respiratory) arrest around 8:30-9:00pm on (B)(6) 2021. CPR (cardiopulmonary resuscitation) was performed. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists respiratory failure as an adverse event that may be associated with the use of the hmii lvas. Section 1 of this IFU also provides an explanation of each of the pump parameters. Section 4 of this IFU explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Section 7 of this document contains information about the system's alarms (including low flow hazard alarms). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10oct2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into cardiac and respiratory arrest on (B)(6) 2021 at 2030-2100. Cardiopulmonary resuscitation(CPR) was performed. A review of the logfile found low flow events beginning on (B)(6) 2021 at 2034 and continuing throughout the rest of the event history. The event history also captured a replace controller message on (B)(6) 2021 due to an lcd fault event that self-corrected. It was determined that a controller exchange was not needed. No other unusual events were recorded in the log file event history.